Manufacturer narrative:
Our quality engineer inspected the photos and 5 representative samples submitted for evaluation. The reported issue of needle broken/ leakage was not confirmed upon inspection of the samples. Analysis of the samples showed epoxy adhesives bonded with the cannula to the hub and secured the joint area. No damage was observed on the hub luer surface. The samples were subjected to a hub leak test and no leak was observed at the hub assembly. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the leak could not be recreated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 23x1 rb needle broke it was reported by the customer that band aid it was still bleeding and noticed what looked like a silver piece, small part of needle was stuck in the pt arm. Verbatim: rcc received a complaint via phone. Pir attached. Bd ref 305762-eclipse needle lot 2313900 issue: pharm admin depo to pt put band aid over site, pt went home and took band aid it was still bleeding and noticed what looked like a silver piece, small part of needle was stuck in the pt arm. Customer said she removed it and the bleeding stopped. Clinician did not notice anything wierd after med. Was administered. Doe (B)(6) 2025 actual device not available but representative samples are. Canada complaint task our canada team for sample return kit.